Event description:
Information received by medtronic indicated that the insulin pump had a black display. Customer also reported insulin pump had a crack at back. Customer stated insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the back of the pump found on (B)(6), 2022. The customer also alleged the pump no longer turns on. The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rail, and cracked belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched/torn display window cover, scratched case, scratched keypad overlay, and pillowing keypad overlay. The insulin pump was received with blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection, found corrosion on the lcd flex cable, electrical board, force sensor and keypad flex cable. The motor had moisture damage. There was no cracked/damage noted to the lcd controller, lcd glass or lcd chip ledge during visual inspection. The pump was received with blank flashing white lcd due to corroded lcd flex cable and corroded electrical board. Using a test electrical board and the original electrical board, the insulin pump powered up properly and was able to successfully download using thus. Cosmetic damage was confirmed at back of the pump. Blank flashing white lcd was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.